Manufacturer narrative:
Continuation of d10: 693558 & 419688 leads implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported episodes of passing out, and they had "been drinking too". The patient was admitted to the hospital. A right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained (hrns) episodes, short v-v intervals, and pacing impedance variation that was also increasing. The were high rv thresholds with a possible capture issue, and oversensing/noise was observed on stored electrograms resulting in pacing inhibition. In addition, there was oversensing on the right atrial (ra) lead. The ra lead remains in use. The rv lead was replaced. No further patient complications have been reported as a result of this event.